Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline extension cable/ serial number# (B)(4)/lot 100(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the device showed ¿massive flow settling with power increase up to 14w at a speed of 3200, we were waiting 60 min¿, then the parameters reverted to normal. It was stated that the driveline extension cable was discarded. There were no patient symptoms or complications associated with the event and no clinical actions were needed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) the pump and driveline extension cable lot #1363899 were not returned for evaluation. The reported event could not be confirmed via log file analysis since log files were not available for analysis. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Based on review of risk documentation, the most likely root cause for high power events immediately after implant can be attributed to multiple factors, including but not limited to improper de-airing during the implant procedure, thrombus formation/ingestion, high flows. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.